Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), a 31mm sizer was chosen for a procedure. During the procedure, at the time of using the sizer, in the operating room it was noted that cracked. It is related to sizer tray 905. A new sizer was chosen and completed the procedure.